Event description:
The pt underwent the index pci during which two endeavor sprint rapid exchange (rx) drug eluting stents were deployed to the saphenous vein graft (svg) and to the right posterior descending artery. Reported post procedure residual stenosis was 0% with timi iii flow. The pt was discharged home from index hospitalization on protocol required doses of antiplatelet therapy plus daily aspirin. Approx 3 months post index procedure the pt presented with exertional angina and was admitted to the hospital with a non-st elevation mi. Left heart catheterization showed occlusion of the svg (site of index procedure) and to the right coronary artery (rca). A pci of the native rca was attempted, but reported unsuccessful. It was decided the pt would be treated medically. The event was reported as resolved and the pt was discharged home. The event of non-st myocardial infarction was reported due to initial or prolonged hospitalization. In the opinion of the investigator this event was considered moderate in intensity, not related to study drug, unlikely related to the study device, and unlikely related to study procedure. (Ref MFR# 2953200201002493).

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction).